Manufacturer narrative:
The reported event that locking screw variax full thread 3.5mm / l12mm was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
During variax clavicle surgery, the locking screw could not lock to plate. The screw was replaced with another new locking screw and the surgery was completed with it. It was indicated that the surgeon used the same hole on the plate to lock in the 2nd screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax clavicle surgery, the locking screw could not lock to plate. The screw was replaced with another new locking screw and the surgery was completed with it. It was indicated that the surgeon used the same hole on the plate to lock in the 2nd screw.